Event description:
Pt admitted on 9/22/1998 and underwent transurethral resection of his bladder tumor. Prior to the procedure, all equipment was intact and in good working order. During procedure while pulling inner sheath out in order to evacuate, the physician noticed a portion of the ceramic tip missing from inner sheath. The portion missing is about 9mm at longest part and 5mm at widest part. The instrument was still functional. The procedure continued with no adverse occurrence at anytime. The pt will have his bladder removed in about 3 weeks. Hospital's other resectoscope was inspected and found to have no breaks, cracks, etc.